Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The lesion was located in a severely calcified coronary vessel. The apex monorail 12mm x 2.00mm balloon was advanced to the lesion and inflated several times and the balloon ruptured. The procedure was completed with another device. No patient complications were reported. The patient's status is good. Further information was requested but is not available.